Event description:
It was reported that the patient presented with a long history of lower back pain and failure of all other conservative therapy. The patient underwent a procedure for l5 laminectomy, bilateral foraminotomies of s1 nerve roots for stenosis, posterior lumbar interbody fusion l5-s1 with peek cages and rhbmp-2/acs, posterolateral arthrodesis l5-s1 with autograft and rhbmp-2/acs, and posterior non-segmental instrumentation l5-s1. The patient reportedly did well during the hospital course post-operatively. Allegedly, postoperatively, the patient has developed intense pain, immobility and discomfort.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
Per medical records it was reported that on (B)(6) 2005 the patient presented with complaint of low back pain. The patient underwent the following procedures: 1. L5 laminectomy. 2. Bilateral foraminotomies of s1 nerve roots for stenosis. 3. Posterior lumbar interbody fusion using peek cages and rhbmp-2. 4. Arthrodesis, lumbar, l5-s1 posterolaterally. 5 posterior non-segmental instrumentation l5-s1. 6. Use of frameless computer assisted stereotaxis or fluoronavigation. 7. Intraoperative emg evaluation of the l5 and s1 nerve roots. 8. Pedicle stimulation, l5 and s1 nerve roots. Per op notes: the endplate was prepared, an 8x22 graft with rhbmp-2 was then tapped into place. Intraoperative emg evaluation was done throughout the case . The dilator on the contralateral side was removed and endplate was prepared in a similar manner and 8x22 graft with rhbmp-2 into its position. The graft was a peek cage. Pedicle screws were placed into s1 and l5. Each screw was done with a tap. After that , decorticated posterolaterally, placed autograft spine, local as well as infuse and then 5 cm rods were placed bilaterally.